Event description:
I have had many times of ob and ER visits due to the pain and being treated for pelvic pain and sent home numerous times. I have sharp shooting pains that make you body jerk and shake from pain. I can taste metal in my mouth at times. I have some ER visit papers that I have save unsure of all the dates and all the visits to ob however I have been so many times, I am tired of going but do not function like a normal person anymore. Lost job because of pain and not being able to work a whole shift or calling in. (B)(4).